Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: the broken blade tip was discarded.

Event description:
It was reported that during a laparoscopic radical gastrectomy for gastric cancer procedure, the titanium tip broke during the procedure's cleaning. The broken piece was retrieved by forceps. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # l92540 the device was received with the hand activations contacts bent. In addition, the blade tip was intact and not broken off as reported by the customer. Therefore, functional testing could not be performed with the gen11, as the instrument did not engage with the hand piece. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display a communication issue, activation issues, incomplete pre-run test or alert screens. The device was disassembled to inspect the internal components and no anomalies were found. To avoid damaging the contacts, it is recommended to assemble the device vertically. If the hand piece is inadvertently tilted during the assembly with the instrument, the hand activation contacts can be damaged. No incident related to the reported event was observed during the batch record review.